Event description:
Patient presented in radiology for a tipss procedure. While the radiologist was attempting to deploy a stent graft, the device would not advance through the vascular sheath. Dr was able to remove the stent and successfully deployed another.